Event description:
Reportedly this valve was explanted at implant after seeing on echo that one of the leaflets looked higher than the rest, maybe due to a user sizing issue as they put in a the same size valve in its place. No further information available.